Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a replacement pump and wanted to know if her sensor/transmitter will connect automatically to the meter or if program assistance is needed. Her blood glucose was 423 mg/dl. The customer was assisted with programming the transmitter to the pump successfully. She was offered troubleshooting for her high blood glucose but declined because she said that she did not have the pump on and that was the reason why she was high. The insulin pump is not being returned for analysis.